Event description:
Cpm was increased from 45 degrees to 50 degrees. A few mins later a nursing assistant came and said the cpm had increased to 120 degrees. The pt's leg was taken out of the cpm. Removed from svc. Cpm will be checked for malfunction.